Manufacturer narrative:
A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the kit and the lidocaine with epinephrine ampule and there were no relevant findings. A corrective action is not required at this time as the potential root cause could not be determined based on the info provided and without a sample. Complaint verification testing could not be performed because no sample was returned for analysis. The device history records for the kit and the lidocaine with epinephrine ampule were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of a cracked medication ampule could not be determined based upon the info provided and without a sample.

Event description:
The event is reported as: the customer alleges that the 1.5% lidocaine w/epi. Vial cracked during use. No pt or user injury/harm reported.